Event description:
The manufacturer received information alleging an issue with a ventilator's oxygen blending module board was observed. The device was not in patient use. A third-party service center received the device for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.